Manufacturer narrative:
The device has been rec'd by this MFR. Customer complaint could not be confirmed. The device was found to have a broken cutting wire. Burn marks were seen on both ends of the broken wire sections. The root cause is unknown; therefore, we are not able to determine the relationship between this device and the cause for this event. A review of the DHR was performed on the pertinent lot; no anomalies were note. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for the pertinent lot. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific in 2007 that "the orientation of a papilotome was not correct." Based on return product investigation results of "the cutting wire was broken" the event was determined to be reportable the following month. Pt gender and age is unknown. It was also reported that the procedure was successfully completed with a second device and that there were no adverse effects to the pt. Following several attempts to obtain add'l info, the country unit has not reported that the nurse now states that "she can not remember what she has said before. (Orientation or not??)" Now the nurse is saying: "the wire broke during the procedure."